Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "after the liner was opened, it was first observed by the scrub nurse, that the liner was discolored. Surgeon then examined the liner and found it to be in the best interest to not implant that liner."